Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely the loose colored ring on the eyepiece was due to force being applied to the eyepiece. A definitive root cause of the reportable issue could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device inspection, the rigid endoscope telescope's color ring was loose. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.